Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to poor sample condition. One 2 fr single lumen per-q-cath was returned for evaluation. An initial visual observation showed a clamp indentation and adhesive residue on the extension leg of the t-lock. The catheter appeared to have been trimmed approximately 0.7 cm distal to the distal end of the strain relief. The sample was flushed and pressurized with a 12 ml syringe of water. The sample was found to be patent to infusion and aspiration, however, no leaks were found. A microscopic observation revealed no holes or splits in the catheter. Striations were observed on the surface of the distal end of the catheter, indicating it was cut with a ground-sharpened instrument. No leaks were found in the returned sample; however, since only approximately 0.7 cm of the catheter was returned for evaluation, the complaint of a leak is inconclusive at this time. Possible causes of a leak include stylet damage, sharp instrument damage, and over pressurization. A lot history review (lhr) of rebt1329 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that upon insertion of the per-q-cath the nurse flushed it and noted a hole in the catheter. The nurse completed the procedure with another device. The original catheter was cut into three pieces to exchange it. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that upon insertion of the per-q-cath the nurse flushed it and noted a hole in the catheter. The nurse completed the procedure with another device. The original catheter was cut into three pieces to exchange it. No reported patient injury.